Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the low voltage lead was found to be damaged and malformed, and the lead was not used. It was also reported that another low voltage lead which implanted on (B)(6) 2025 and was subsequently explanted due to unspecified anomaly. There were no patient consequences during the procedure.

Manufacturer narrative:
The reported event of ¿the helix of the ultipace became malformed¿ was confirmed. As received, a complete lead was returned in one piece for analysis with the helix extended, stretched, bent, and clogged with blood/tissue. X-ray examination found the helix to be stretched and bent at helix region consistent with procedural damage. Unable to test helix mechanism/extension length due to condition of the helix as received. The reported event is consistent with procedural damage.